Event description:
It was reported the patient never had therapeutic effect like they had during their trial. It was stated the patient had a decrease in therapeutic benefit during the nighttime. It was noted the patient was in pain and had 5 accidents the day of report. It was also reported the patient¿s programmer was turning itself on when they plugged in the antenna and they had to change the orientation of the batteries to use the programmer. Reportedly, decreasing the patient¿s stimulation helped with the pain. It was stated the patient changed their stimulation from program p2 to p3 to see if they could get increased benefit and that is when the pain in their pelvic area started. It was noted the patient had tried all four programs and they provided benefit for a while, but none of them provide help while they sleep. It was later reported the patient was scheduled to have follow-up programming. Additional information stated the patient had a reprogramming session on (B)(6) 2013. It was stated the patient had been feeling shocking in the vaginal area. It was noted an impedance check was run and everything passed fine. Reportedly, all of the electrodes seemed to work fine but because they were at such very low levels they thought that the lead must be just about perfectly on the nerve. By changing some of the pulse widths they achieved stimulation without pain. The patient was sent home with 4 new programs and was scheduled to be seen back in about 8 weeks.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va050vg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type programmer, patient; product ID 3037, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was going to meet with their health care provider (hcp) on (B)(6) 2014. The patient¿s hcp told them that if the device didn¿t work then the system could be removed and perhaps the patient could use a catheter out of their stomach and they would have to wear a bag. It was reported that the trial was good but the permanent implant wasn¿t because the lead wire was moved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient wires and stimulator are both on the right hip and 3 years out it still not doing the job that it did during the trial and have to wear adult underwear. The patient ask their healthcare provider what was their alternative if therapy did not work. The patient reports the healthcare provider told the patient they could cut the thing off and that would be it. The patient reports she pay a lot of money for stimulator and upset they changed position during implant because therapy would work like it did during trial. It was noted that the patient had a bladder ultrasound.